Manufacturer narrative:
A stryker field service representative evaluated the customer's device and was able to verify the reported issue in the electronic device records. After completing some unrelated repairs, proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use.

Event description:
The customer contacted stryker to report that their device had intermittently lost power. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.